Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The deployment issue was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right superficial femoral artery (sfa). During stent deployment, it seemed that the ratchet system was not catching the stent and the stent would not deploy. As the stent was not deploying, the physician pushed more firmly on the thumb drive. The stent then caught the ratchet system and was deployed without issue. The stent was fully deployed in the target lesion and there were no adverse patient effects. No additional information was provided.